Event description:
A customer reported a concern about fraud related to insulin waste and experiencing extreme low blood glucose levels, which was relayed on social media. The reported blood glucose level was low, indicating an adverse impact. Efforts to follow up with the customer were unsuccessful as the individual repeatedly hung up during calls and had a history of being verbally abusive, resulting in the decision not to pursue any further action.